Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2023.

Manufacturer narrative:
PMA/510(k) # p100022/s027. Device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review prior to distribution all zilver ptx devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue instructions for use and label it should be noted that the instructions for use (ifu0063) lists occlusion and restenosis of the stented artery as potential adverse events. There is no evidence to suggest the user did not follow the IFU or label. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the patient condition of atherosclerosis. It is possible that this atherosclerosis led to the stent restenosis. As previously noted, restenosis of a stented artery and occlusion are listed as known potential adverse events within the IFU and are common adverse events of endovascular procedures that can be caused by obstruction to the vessel confirmation of complaint complaint is confirmed based on customer testimony and/or rep testimony. Summary of investigation the complaint was raised via an retrospective data collection post market study. According to the initial reporter, the date of procedure was (B)(6) 2015 and study leg was the right leg. The adverse event involved the study limb, which was specifically manifested as involving the study vessel and the study lesion, and the patient had clinical symptoms. The investigators assessed the category of this event as vaso-related occlusion or restenosis. Because it was atherosclerosis that led to stent stenosis, the investigator thought the event was related to the study device and study procedure. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient's treatment physician performed surgical treatment (interventional surgery, balloon dilation) and intravascular percutaneous treatment (bare balloon and drug eluting balloon) on the patient. As of (B)(6) 2023, the patient is still alive. Investigation findings conclude a possible root cause of the patient condition of atherosclerosis. As previously noted, restenosis of a stented artery and occlusion are listed as known potential adverse events within the IFU and are common adverse events of endovascular procedures that can be caused by obstruction to the vessel complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The date of procedure was (B)(6) 2015 and study leg was the right leg. The adverse event involved the study limb, which was specifically manifested as involving the study vessel and the study lesion, and the patient had clinical symptoms. The investigators assessed the category of this event as vaso-related occlusion or restenosis. Because it was atherosclerosis that led to stent stenosis, the investigator thought the event was related to the study device and study procedure. Patient outcome: the patient's treatment physician performed surgical treatment (interventional surgery, balloon dilation) and intravascular percutaneous treatment (bare balloon and drug eluting balloon) on the patient. As of (B)(6) 2023, the patient is still alive.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.